Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report stating pentax model ed-3490tk/serial (B)(4) cultured positive after sampling performed on (B)(6) 2019. The sampling performed on 15/apr/2019 yielded a total of 27 cfus comprised of the following 6 isolates: positive cocci - staphylococcus petrasii, positive rods - paenibacillus provencensis, positive cocci - staphylococcus haemolyticus, positive cocci - staphylococcus lugdunensis, positive cocci - staphylococcus petrasii, positive cocci - staphylococcus haemolyticus. Study number (B)(6). The customer owned duodenoscope was received by pentax medical for evaluation on 10/may/2019. The duodenoscope was inspected by pentax medical service on 18/may/2019. Inspection findings included the following: distal cap - fixed type failed epoxy seal integrity inspection, primary operation channel resistance, passed dry leak test, passed wet leak test, hole in # 2 remote control button cover, fluid invasion not observed in pve connector, fluid invasion not observed in control body. Repairs were performed on the duodenoscope which included replacement of the following components: air/water tube, deflector operating wire, deflector staycoil, operation channel, bending rubber, o-rings and seals, distal case/cap. The duodenoscope is currently pending reprocessing and resampling.